Event description:
Device malfunction: difficult to remove/clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/hematoma. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. After clip deployment, the device could not be removed from the pt anatomy. An attempt was made to release the device via the access ports; however, it was unsuccessful. After repeated attempts, the physician was able to remove the device from the pt anatomy, leaving the clip on the top of the artery wall. Manual compression was applied to achieve hemostasis; however, a hematoma developed (10cm) and was treated with manual compression. Hospitalization was prolonged due to the hematoma. There was no other pt effects reported and no add'l info provided.

Manufacturer narrative:
The customer reported the device was discarded. Review of the device history record for this lot did not produce any findings relevant to this report.